Event description:
It was reported that the customer's pump screen was dark and would not turn on, and the battery would not charge despite troubleshooting attempts with different adapters and cables. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged to replace the pump, advising the customer to return the malfunctioning one using a provided pre-paid label. The replacement pump was sent with updated software, and the customer understood the steps to take upon its receipt.